Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced hyperglycemia due to kinked cannula event on (B)(6) 2025. The blood glucose level was maximum 22.3 mg/dl and the patient was treated with correction bolus. The event occured three or more hours of insertion. The site of insertion was left arm. The patient replaced the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.